Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during regular check, the helium of cardiosave intra-aortic balloon pump (iabp) leaking at a fast rate.there was no patient involvement.